Manufacturer narrative:
Additional information was received stating the impedance measurements were still greater than 2000 ohms eighteen months after the initial observations were reported. The caller stated this patient is new to their clinic and the patient will be brought in for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement that was detected via the patients' remote home monitoring system. Additional information received from the field representative indicated that the source was not determined and that this was a chronically high impedance. The plan was to continue monitoring the patient. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the system was removed from service due to the on going issues. The physician stated that the patient had an infarct in the area of the lead to tissue interface so may be a change in patient condition could be responsible for the elevated thresholds and out of range impedance measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.